Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/malposition of essure device:uterus/migration of essure device location of device: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 1. Concurrent conditions included adenomyosis and uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)/dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy/nickel allergy"), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti/infection (bladder/urinary tract/vaginal): uti"), fatigue ("fatigue"), gastrointestinal pain ("gi conditions:painful bowels"), alopecia ("hair loss"), loss of libido ("lack of libido/hormonal changes: loss of libido"), fungal infection ("yeast infections/yeast infections"), female sexual dysfunction ("apareunia/apareunia (inbility to have sexual intercourse)"), anxiety ("anxiety/psychological or psychiatric condition"), depression ("depression/psychological or psychiatric condition"), rash pruritic ("rashes/itching/rashes/itching"), urinary incontinence ("bladder or urinary problems or changes incontinence"), migraine ("migraine headache/migraine headache"), nausea ("nausea/nausea"), groin pain ("groin pain"), adnexa uteri pain ("ovarian pain") and pelvic discomfort ("pelvic discomfort") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, dysmenorrhoea, abdominal pain, hypersensitivity, allergy to metals, vaginal haemorrhage, dyspareunia, bladder disorder, cystitis, urinary tract infection, loss of libido, fungal infection, female sexual dysfunction, anxiety, depression, rash pruritic, urinary incontinence, migraine, nausea, groin pain, adnexa uteri pain and pelvic discomfort outcome was unknown and the pelvic pain, heavy menstrual bleeding, fatigue, gastrointestinal pain, alopecia and weight increased had resolved. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, gastrointestinal pain, groin pain, heavy menstrual bleeding, hypersensitivity, loss of libido, migraine, nausea, pelvic discomfort, pelvic pain, rash pruritic, urinary incontinence, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for event perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62.585 kgs. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion/the coils were in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: medical record received. Reporters information and medical history were added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/malposition of essure device:uterus/migration of essure device location of device: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 1. Concurrent conditions included adenomyosis and uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)/dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy/nickel allergy"), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti/infection (bladder/urinary tract/vaginal): uti"), fatigue ("fatigue"), gastrointestinal pain ("gi conditions:painful bowels"), alopecia ("hair loss"), loss of libido ("lack of libido/hormonal changes: loss of libido"), fungal infection ("yeast infections/yeast infections"), female sexual dysfunction ("apareunia/apareunia (inbility to have sexual intercourse)"), anxiety ("anxiety/psychological or psychiatric condition"), depression ("depression/psychological or psychiatric condition"), rash pruritic ("rashes/itching/rashes/itching"), urinary incontinence ("bladder or urinary problems or changes incontinence"), migraine ("migraine headache/migraine headache"), nausea ("nausea/nausea"), groin pain ("groin pain"), adnexa uteri pain ("ovarian pain") and pelvic discomfort ("pelvic discomfort") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, dysmenorrhoea, abdominal pain, hypersensitivity, allergy to metals, vaginal haemorrhage, dyspareunia, bladder disorder, cystitis, urinary tract infection, loss of libido, fungal infection, female sexual dysfunction, anxiety, depression, rash pruritic, urinary incontinence, migraine, nausea, groin pain, adnexa uteri pain and pelvic discomfort outcome was unknown and the pelvic pain, heavy menstrual bleeding, fatigue, gastrointestinal pain, alopecia and weight increased had resolved. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, gastrointestinal pain, groin pain, heavy menstrual bleeding, hypersensitivity, loss of libido, migraine, nausea, pelvic discomfort, pelvic pain, rash pruritic, urinary incontinence, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for event perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62.585 kgs. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion/the coils were in place. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-may-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, bladder disorder, cystitis and urinary tract infection outcome was unknown and the menorrhagia, fatigue, gastrointestinal disorder, alopecia and weight increased had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: plaintiff received treatment for event perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified)-result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received: previously reported event "injury" updated to "uterine perforation", events- " dysmenorrhea, pelvic pain female, abdominal pain, dyspareunia, menorrhagia, bladder problems, bladder infection, uti, fatigue, gastrointestinal disorder, hair loss and weight gain", lab data, reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/malposition of essure device:uterus/migration of essure device location of device: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("vaginal bleeding "), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal pain ("gi conditions:painful bowels"), alopecia ("hair loss"), loss of libido ("lack of libido"), fungal infection ("yeast infection"), female sexual dysfunction ("apareunia"), anxiety ("anxiety"), depression ("depression"), rash pruritic ("rashes/itchin"), incontinence ("incontinence"), migraine ("migraine headache"), nausea ("nausea"), groin pain ("groin pain"), adnexa uteri pain ("ovarian pain") and pelvic discomfort ("pelvic discomfort") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, dysmenorrhoea, abdominal pain, hypersensitivity, allergy to metals, vaginal haemorrhage, dyspareunia, bladder disorder, cystitis, urinary tract infection, loss of libido, fungal infection, female sexual dysfunction, anxiety, depression, rash pruritic, incontinence, migraine, nausea, groin pain, adnexa uteri pain and pelvic discomfort outcome was unknown and the pelvic pain, menorrhagia, fatigue, gastrointestinal pain, alopecia and weight increased had resolved. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, gastrointestinal pain, groin pain, hypersensitivity, incontinence, loss of libido, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, rash pruritic, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for event perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62.585 kgs. Hysterosalpingogram - in october 2012: total bilateral occlusion/the coils were in place. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new event lack of libido, vaginal bleeding, apareunia, allergic or hypersensitivity reaction, yeast infection, rashes/itching, migraines / headaches, nausea, nickel allergy, depression, anxiety, incontinence, groin pain, ovarian pain, pelvic discomfort were added and gastrointestinal disorder updated to bowel pain, reporter information, lab data updated no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.